Event description:
Heartmate 3 lvad patient transferred from outside hospital with acute low flow alarms, acute pulmonary edema, severe shock, and found to have acute multi territory stroke. The patient never regained neurological function, was made comfort measures and expired.